Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaints associated with it but the lot number does not exceed the minimum threshold. The investigation is concluded based on the sample evaluation outlined below. The sample was received in a zip-lock bag. The inner and outer blister, which offer protection to the instrument during shipment, were not used and the tyvek lid foil with the batch information was not provided. The sample evidently shows macroscopic signs of damage, namely that both of the forceps arms are broken off directly where they exit the metal tube. Additionally, the metal tube is bent as well. The level of damage in combination with the insufficient instrument protection during shipment suggest that at least some of it was caused during the transport from the complainant to the investigation site. This is supported by the fact that one piece of debris from the broken forceps arm was found loosely inside the zip-lock bag. At this point in time, it is not possible anymore to discern between the damage seen by the complainant and the damaged caused during shipment. The sample was visually inspected with the aid of a photomicroscope under various magnifications. The fractured surface on the stubs do not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. As the sample does show the reported issue, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. Since the situation that lead to the damage can not be reconstructed, a root cause for the customer's reported event cannot be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic forceps tip broke off in the patient's eye. It was further reported that the broken pieces had been retrieved from the patient's eye during the same procedure. The procedure was completed, and no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).